Event description:
It was reported that an episode of non-sustained right ventricular oversensing caused the implantable cardioverter defibrillator to post-paced t-wave oversense. The patient was asymptomatic. Programming changes were made to the device and the oversensing issue was resolved.